Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: when asked the cause of the device not working the patient replied that the device was working, they just turned it up to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they did not think their device was working. They increased to 3.0 prior to calling and they just barely felt stimulation. It was reviewed that they may increase stimulation to optimize therapy. They stated they were not sure if the stimulation should be increased past 3.0. Information was reviewed, it was noted the patient programmer showed stimulation was on and at 3.0. Caller was going to try to increase stimulation. No further complications were reported or anticipated.